Event description:
The bloodstream recovery system was used to collect 800 ml of blood for hemodilution. Upon initiation of blood transfer from collection reservoir to blood bag, the system's pump would not operate. The operator attempted to reseat the collection reservoir at which time the reservoir began to leak. The output fitting was broken. Collected blood could not be transfused. Pt received transfusion of 2 units of homologous blood.